Manufacturer narrative:
Examination of the returned impactor confirms the reported device fracture along the slot that connects with the universal handle. Visual examination found some scratches and deformation on the flat portion of the impactor. A complaint database search found additional complaints against this product code that when confirmed, the root cause was attributed to misuse/user error due to mis-alignment. Based on the performed investigation, the root cause is misuse/user error through mis-alignment. The need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). For product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The instrument cracked over time and finally broke.